Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer calibrated the night before and blood glucose was 95 mg/dl to 100 mg/dl. Customer's blood glucose was 210 mg/dl at the time of call. Replacement sensor will be sent out to the customer. The sensor will not be returned for analysis.

Manufacturer narrative:
Analysis not required for expired sealed sensors